Event description:
It was reported that during exercise, the patient had experienced shortness of breath symptoms. The patient is a long distance runner who recently developed complete heart block (chb). During a stress test, the physician observed wenckebach heart block at rates below the device's upper tracking rate. In addition, there was far field r-wave (ffrw) oversensing, and intermittent crosstalk was exhibited with atrial blanking. Reprogramming was done, and the device and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).